Event description:
It was reported that revision surgery was performed due to instability resulting from a retroverted acetabular cup. It is believed that the hemi head, modular sleeve and femoral stem components remained implanted.